Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was having difficulty being interrogated by a communicator. Technical services (ts) was contacted and discussed possible troubleshooting options. Additionally, ts recommended follow up with the clinic because after troubleshooting the device still could not be interrogated. This crt-d remains in service. No adverse patient effects were reported.